Event description:
The patient was undergoing a laparoscopic appendectomy. The device was loaded with "blue reload" and partially fired then stopped. Another stapler was pulled from inventory and the case proceeded without further incident.